Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had redness and swelling at the device pocket due to infection. The infection was not related to abbott's device. The implantable cardioverter defibrillator (ICD) was also noted to have eroded through the skin. The patient's ICD was explanted and replaced due to the infection. The patient was stable throughout the procedure.